Event description:
It was reported that a phone call was placed to the hot line describing the following: the pump was not reading helium (he) tank. When the tank was changed out the pump read 0 psi. The tank was then changed out again and again it read 0 psi. The registered nurse (rn) verified to the clinical support specialist (css) that both tanks were new and full. The css asked the rn to power up the pump to see what the psi read and it was still "0". The rn changed out the pump and send it to biomed.

Manufacturer narrative:
Eval: the field service report states the following: the helium (he) adapter was loose in the regulator and the he washer was mutilated. The helium tank was empty. The washer was replaced as well as a new tank. Pressure was 463psi. The pump was put back into service.